Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2012414. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture sample was returned for analysis by our quality engineer team. Through examination of the pictures, a small brown foreign particle could be observed within the fluid pathway. Without the affected physical sample, we are not able to characterize the nature of the brown particle. A root cause could not be determined.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 had foreign matter. The following information was provided by the initial reporter: vaccinator was drawing up the first dose of astrazeneca, as he filled the syringe with the vaccine he noticed particulate matter floating in the syringe. He checked the vial before drawing up the dose and didn't notice anything untoward, he thinks the particulate was from the syringe, but cannot be completely sure where the particulate originally came from. The drawn up part dose was left in the syringe and the remaining doses in the vial were returned to pharmacy, nothing was given to a patient. I have taken and attached a picture of the syringe with the particulate matter in.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe flu plus 0.25-1ml var dose 23x1 had foreign matter. The following information was provided by the initial reporter: vaccinator was drawing up the first dose of astrazeneca, as he filled the syringe with the vaccine he noticed particulate matter floating in the syringe. He checked the vial before drawing up the dose and didn't notice anything untoward, he thinks the particulate was from the syringe, but cannot be completely sure where the particulate originally came from. The drawn up part dose was left in the syringe and the remaining doses in the vial were returned to pharmacy, nothing was given to a patient. I have taken and attached a picture of the syringe with the particulate matter in.